Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. Customer reported that they went to swim and suddenly the pump gave battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube and passed the displacement test however, pump error 75 alarm triggered during the self test. The pump also experienced an unexpected unsafe shutdown after the battery was removed. Unable to perform the sleep current measurement and active current measurement test due to unsafe shutdown after primary battery removal. Successfully downloaded the trace and history files using thus. A review of the downloaded history files shows on (B)(6)2021 there were eight (8) pump error 49 alarms (2x at 12:01, 2x at 12:02, 2x at 12:03, and 2x at 16:58), four (4) pump error 68 alarms (12:01, 12:02, 12:03, and 16:58), and four (4) pump error 23 alarms (2x at 12:02, 12:04, and 16:58) that occurred. Pump errors 23, 49, and 68 alarms indicate that the pump experienced unexpected unsafe shutdown. The insulin pump was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) with corrosion on the j6 connector on pcb 1. The corrosion has caused the j6 (lithium backup battery) connector to brake off of pcba 1. Unexpected unsafe shutdown (pump error 23, 49, 68 alarms) and pump error 75 alarm during the self test are due to the corrosion damage causing the j6 connector of pcba 1 to break off. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: corroded battery tube, stained keypad overlay, scratched case and pillowing keypad overlay. Unexpected unsafe shutdown (pump error 23, 49, 68 alarms) and the pump error 75 alarm during the self test are confirmed due to the corrosion damage causing the j6 connector of pcba 1 to break off. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.